Event description:
The manufacturer received information from a third-party service center during the device evaluation that the power connector of the unit was corroded. There was no patient harm or injury. During the evaluation of the device at the third-party service center, it was found that the power connector of the unit was corroded, and the unit could not power on. Corrosion on metallic surfaces and dust/dirt inside the device were observed. No evidence of foam degradation was observed. The unit was scrapped.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Manufacturer narrative:
The manufacturer received information from a third-party service center during the device evaluation that the power connector of the unit was corroded. There was no patient harm or injury. During the evaluation of the device at the third-party service center, it was found that the power connector of the unit was corroded, and the unit could not power on. Corrosion on metallic surfaces and dust/dirt inside the device were observed. No evidence of foam degradation was observed. The unit was scrapped. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.